Event description:
Customer reported that she received a no delivery alarm while trying to deliver a bolus and minutes later the insulin pump alarmed button error and she is unable to clear it. Blood glucose value was 259 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was returned and evaluated by the manufacturer; the insulin pump was received with unresponsive up arrow button due to moisture damage on the keypad trace. No button error alarm noted. Unable to verify no delivery alarm and perform displacement, basic occlusion, occlusion, prime/a33, no delivery tests due to unresponsive button. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.